Event description:
Device 2 of 3: reference MFR report#1627487-2016-01103, reference MFR report#1627487-2016-01026.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-01103. Reference MFR report#1627487-2016-01026. It was reported the patient lost stimulation in the right leg (date of event unknown). Reportedly, reprogramming was unsuccessful . Diagnostic testing revealed low impedance readings on multiple contacts. As a result, a physician consult was scheduled as well as possible x-ray imaging to further evaluate the issue. Follow-up identified surgical intervention was undertaken as the next course of action. Both leads and ipg were explanted and replaced with new models during the procedure. Stimulation was restored postoperatively. The issue is resolved.

Event description:
Device 2 of 3. Reference MFR report#1627487-2016-01103, reference MFR report#1627487-2016-01026.